Event description:
It was reported that occlusion alarms occurred. Blood glucose level information was not obtained. Reportedly, the customer uses pump supplies longer than recommended which is considered off label use. It was reported the customer went to the emergency room/hospital but specific information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.